Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller reported the patient is needing MRI. The patient had ins explanted but part of lead remains implanted because "they were not able to pull it all out", caller unable to clarify further. Tss offered to transfer caller to medical affairs - caller declined. Reviewed MRI labeling does not support scanning pts with abandoned components

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.